Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on an unknown date, the implanted journey ii bcs xlpe articular insert size 7-8 right 9mm swapped out due to laxity. No reported problem with device itself. This adverse event was treated with a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. However, there was no report of a problem with the device itself. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for journey ii bi-cruciate stabilized (bcs) total knee system reveals in the adverse events section that dislocation, subluxation and looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation and/or migration of the components. Also, muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.